Event description:
The user facility reported to terumo cardiovascular sys that prior to cardiopulmonary bypass surgery, during prime, the centrifugal pump was leaking from the bottom. Per clinical, set-up and prime was uneventful, the user facility had been recirculating the warmed prime for 45 minutes. After the circuit was debubble, they recirculated the prime solution at a flow of 1.5 - 2.0 1/min with an rpm of 1600. There was a partial clamp on the venous line to provide some back pressure to the circuit. When they were moving the cpb up to the table (prior to cannulation and cpb), small air bubbles were observed in the blood side of the pump. They stopped the recirculation and de-aired the pump head and commenced recirculation again. A few minutes later, they again noticed small air bubbles in the blood side of the pump. They elected to change out of the pump head prior to cannulation. During change out, they did not look at the back of the pump for signs of fluid or moisture. The case was completed successfully. There was a delay in the start of cannulation, as pump was being replaced. The delay was about 5 minutes. There was no loss of blood and no need of homologous transfusion, due to this incident. There was no observed harm of the pt. Risk of harm was small, as found during prime and the delay had no impact on this elective procedure.

Manufacturer narrative:
Terumo has not received the actual device for eval; however, terumo is still investigating this issue, and will be submitting a f/u report when more info is available. (B)(4).